Manufacturer narrative:
No patient information provided after calls to customer 2/22/2021, 2/24/2021, and 3/1/2021. Unique identifier: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.